Event description:
During a remote follow-up, myopotential oversensing and inappropriate mode switching was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Competitive atrial pacing was observed on the device in addition to the myopotential oversensing and inappropriate mode switching that was previous reported.